Manufacturer narrative:
Subclass: adverse event safety request for: investigation summary: the root cause category is non assignable (complaint not confirmed as a product quality defect). The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A trend for the subclass of adverse event safety request for investigation with product type of menstural products was not identified. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. No further investigation or actions are needed. Subclass: cells damaged/leaking; investigation summary: the root cause category is non-assignable (complaint not confirmed). This complaint was not confirmed as a cell damaged/leaking occurrence. The return wrap has not been received at the site for evaluation. Consumer reports "charcoal escaped from cell." The photos attached to complaint record do not show leaking cells.the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn-per rpt-38832 hazard analysis thermacare heat wrap product: 8 and 12 hour.process related: no; complaint confirmed: no; design related: no. Notify safety: yes.

Event description:
Event verbatim [preferred term] some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A female patient of unspecified age started to receive thermacare heatwrap (thermacare menstrual) lot #af0351, expiration date 30sep2021, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she had noticed there was some recall she thought on this product once before so, she saved the records, because there was a little bit of issue she has got, if she can still use it, but some of that charcoal has escaped the cells, where it was supposed to be intact and there was a possibility it could touch your skin, just a very small amount, but she has noticed it on two or may be three of them ones that she purchased. Photos were received and showed: two photos of a wrap, wrap shows a small black spot on the edge of the wrap, on the body side. Reporter also stated she recently opened a new box of thermacare and some wraps in the box did not heat up at all. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: subclass: adverse event safety request for: investigation summary: the root cause category is non assignable (complaint not confirmed as a product quality defect). The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A trend for the subclass of adverse event safety request for investigation with product type of menstural products was not identified. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. No further investigation or actions are needed. Subclass: cells damaged/leaking; investigation summary: the root cause category is non-assignable (complaint not confirmed). This complaint was not confirmed as a cell damaged/leaking occurrence. The return wrap has not been received at the site for evaluation. Consumer reports "charcoal escaped from cell." The photos attached to complaint record do not show leaking cells.the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn-per rpt-38832 hazard analysis thermacare heat wrap product: 8 and 12 hour.process related: no; complaint confirmed: no; design related: no.notify safety: yes. Follow up (15may2019): new information received from product quality complaints includes: product data (lot number and expiration date) and additional event description. Follow-up (30may2019): new information received from the product quality complaint group includes investigational results and device data (expiration date). Follow-up (12jun2019): new information received from the product quality complaint group includes: patient age, additional investigational results and product complaint. Follow-up (02jul2019): new information received from a product quality complaint group includes: updated expiration date. Company clinical evaluation comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Subclass: adverse event safety request for: investigation summary: the root cause category is non assignable (complaint not confirmed as a product quality defect). The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A trend for the subclass of adverse event safety request for investigation with product type of menstural products was not identified. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. No further investigation or actions are needed. Subclass: cells damaged/leaking; investigation summary: the root cause category is non-assignable (complaint not confirmed). This complaint was not confirmed as a cell damaged/leaking occurrence. The return wrap has not been received at the site for evaluation. Consumer reports "charcoal escaped from cell." The photos attached to complaint record do not show leaking cells.the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn-per rpt-38832 hazard analysis thermacare heat wrap product: 8 and 12 hour.process related: no; complaint confirmed: no; design related: no. Notify safety: yes.

Event description:
Event verbatim [preferred term] some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A female patient of unspecified age started to receive thermacare heatwrap (thermacare menstrual) lot #af0351, expiration date sep2021, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she had noticed there was some recall she thought on this product once before so, she saved the records, because there was a little bit of issue she has got, if she can still use it, but some of that charcoal has escaped the cells, where it was supposed to be intact and there was a possibility it could touch your skin, just a very small amount, but she has noticed it on two or may be three of them ones that she purchased. Photos were received and showed: two photos of a wrap, wrap shows a small black spot on the edge of the wrap, on the body side. Reporter also stated she recently opened a new box of thermacare and some wraps in the box did not heat up at all. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: subclass: adverse event safety request for: investigation summary: the root cause category is non assignable (complaint not confirmed as a product quality defect). The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A trend for the subclass of adverse event safety request for investigation with product type of menstural products was not identified. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. No further investigation or actions are needed. Subclass: cells damaged/leaking; investigation summary: the root cause category is non-assignable (complaint not confirmed). This complaint was not confirmed as a cell damaged/leaking occurrence. The return wrap has not been received at the site for evaluation. Consumer reports "charcoal escaped from cell." The photos attached to complaint record do not show leaking cells.the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn-per rpt-38832 hazard analysis thermacare heat wrap product: 8 and 12 hour.process related: no; complaint confirmed: no; design related: no.notify safety: yes. Follow up ((B)(6) 2019): new information received from product quality complaints includes: product data (lot number and expiration date) and additional event description. Follow-up ((B)(6) 2019): new information received from the product quality complaint group includes investigational results and device data (expiration date). Follow-up ((B)(6) 2019): new information received from the product quality complaint group includes: patient age, additional investigational results and product complaint. Company clinical evaluation comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated "I have thermacare heat wraps and this is the menstrual pain therapy version. So, I had noticed there was some recall I think on this product once before so, I saved the records, because there is a little bit of issue I have got, if I can still use it, but some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount, but I have noticed it on two or may be three of them ones that I purchased." According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. The site investigation is in process. Sample evaluation: forthcoming. Severity rank: s3. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Event description:
Event verbatim [preferred term]. Some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount [device leakage], , narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of unspecified age started to receive thermacare heatwrap (thermacare menstrual) lot #af0351, expiration date sep2021, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she had noticed there was some recall she thought on this product once before so, she saved the records, because there was a little bit of issue she has got, if she can still use it, but some of that charcoal has escaped the cells, where it was supposed to be intact and there was a possibility it could touch your skin, just a very small amount, but she has noticed it on two or may be three of them ones that she purchased. Photos were received and showed: two photos of a wrap, wrap shows a small black spot on the edge of the wrap, on the body side. The patient also stated she recently opened a new box of thermacare and some wraps in the box did not heat up at all. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: subclass: adverse event safety request for investigation: investigation summary: the root cause category is non assignable (complaint not confirmed as a product quality defect). The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A trend for the subclass of adverse event safety request for investigation with product type of "menstrual" products was not identified. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. No further investigation or actions are needed. Subclass: cells damaged/leaking; investigation summary: the root cause category is non-assignable (complaint not confirmed). This complaint was not confirmed as a cell damaged/leaking occurrence. The return wrap has not been received at the site for evaluation. Consumer reports "charcoal escaped from cell." The photos attached to complaint record do not show leaking cells. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn-per rpt-38832 hazard analysis thermacare heat wrap product: 8 and 12 hour. Process related: no; complaint confirmed: no; design related: no. Notify safety: yes. Subclass: wrap/patch/pad never worked/unusable/can not be reused. Evaluation of complaints related to open pouches introduction: thermacare heat wraps are premium topical heat therapy products. They function by producing a long lasting therapeutic heat through the controlled oxidation of iron. Primary packaging sealing stops the oxidation process until the consumer opens the wrapped product. The heat wrapped are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The albany site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document is to summarize customer complaint investigations where the pouch seal (primary packaging) of a thermacare wrap does not seal properly. When the pouch seal is not integral oxygen will enter the pouch and allow the iron oxidation reaction to proceed through completion. Once the reaction is complete the wrap will no longer produce heat. When the wrap is opened by a customer for use no heat will be generated. Consumer complaints of this type come back for evaluation in the subclasses of never worked, did not last long enough, squeeze tube -open pouch, and too cool. This document will summarize this well-known defect, root cause, identified action items and a process to evaluate incoming complaints of this nature in order to determine the degree of investigation and provide justification when no investigation is needed. Severity of this defect aligns with s1- inconvenient, annoying but no harm. Pouch sealing investigations and root cause: in 2013 a complaint trend was opened for the pouch seal defect (major attribute tested to an aql of 1.5). The trend directly correlates with the implementation of ultrasonic heat seal technology (replace heat seal technology). Since 2013 complaints for this defect have continued to increase at the site. Complaint investigations for pouch sealing are well characterized due to the number of investigations completed over the years. Pti (pack technology and inspection) is the name of the equipment used to determine the presence of leaks in thermacare heat wrap pouches. Pouches are placed in a test chamber and a known vacuum is applied. The resulting pressure loss is compared to a reference pressure. The changes in absolute and differential vacuum values correlate to the presence of leaks and defects within the pouch. If the differential pressure loss is higher than the reference pressure, the pouch fails. During production, leak detection testing is performed on pouches to an aql of 1.5. The sealed pouches are taken directly from the line. The ppm leak defect rate is a calculation of the number of leaks in relation to the number of the pti samples tested and historically is around the value of 2000 ppm (lower than the release specification of aql 1.5). At time of release each batch is evaluated for number of pti tests completed and number of pti tested failed to ensure the release criteria of aql 1.5 is met. Any batch not meeting the release criteria will not be released and will be investigated accordingly following site procedures. Root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. Heat seal technology offers a more "forgiving" process to accommodate some of these variations and still achieve a hermetic seal, critical to the functionality and longevity of the thermacare product. CAPA: the (name)consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross direction of the film/pouch to achieve a more consistent hermetic seal through the manufacturing runs with the added benefits of easier set up and operation. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to "open pouch" and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release. The severity of pouch leaks is s1 - no harm to customer. Complaints related to pouch seal have been thoroughly investigated and root cause is well understood. Leak rate for the current technology is about 2000 ppm. CAPA is in-place to replace the ultrasonic sealers with heat seal technology. This document will be attached to the complaint record in the global database and closed with no further action taken. Summary for drug safety unit (dsu): the root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. According to product quality complaint group, a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient stated there was charcoal substance/black spots on the pouch indicating heat cell leakage. No serious harm or burn injury was reported. Review of complaint description concludes there is a device malfunction. Follow up (15may2019): new information received from product quality complaints includes: product data (lot number and expiration date) and additional event description. Follow-up (30may2019): new information received from the product quality complaint group includes investigational results and device data (expiration date). Follow-up (12jun2019): new information received from the product quality complaint group includes: patient gender, additional investigational results and product complaint. Follow-up (02jul2019): new information received from a product quality complaint group includes: updated expiration date. Follow-up (22jul2019): follow-up attempts are completed. No further information is expected. Follow-up (08aug2019): this is a follow-up report received from the product quality complaint group includes investigational results and updated expiration date. Follow-up attempts are completed. No further information is expected. Follow-up (07nov2019): new information received from a product quality complaint group includes: malfunction assessment. Follow-up attempts are completed. No further information is expected. Follow up (17jan2021): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: uncheck batch and lot tested and found within specifications., comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Subclass: adverse event safety request for investigation: investigation summary: the root cause category is non assignable (complaint not confirmed as a product quality defect). The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A trend for the subclass of adverse event safety request for investigation with product type of "menstrual" products was not identified. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. No further investigation or actions are needed. Subclass: cells damaged/leaking; investigation summary: the root cause category is non-assignable (complaint not confirmed). This complaint was not confirmed as a cell damaged/leaking occurrence. The return wrap has not been received at the site for evaluation. Consumer reports "charcoal escaped from cell." The photos attached to complaint record do not show leaking cells. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn-per rpt-38832 hazard analysis thermacare heat wrap product: 8 and 12 hour. Process related: no; complaint confirmed: no; design related: no. Notify safety: yes. Subclass: wrap/patch/pad never worked/unusable/can not be reused. Evaluation of complaints related to open pouches introduction: thermacare heat wraps are premium topical heat therapy products. They function by producing a long lasting therapeutic heat through the controlled oxidation of iron. Primary packaging sealing stops the oxidation process until the consumer opens the wrapped product. The heat wrapped are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The albany site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document is to summarize customer complaint investigations where the pouch seal (primary packaging) of a thermacare wrap does not seal properly. When the pouch seal is not integral oxygen will enter the pouch and allow the iron oxidation reaction to proceed through completion. Once the reaction is complete the wrap will no longer produce heat. When the wrap is opened by a customer for use no heat will be generated. Consumer complaints of this type come back for evaluation in the subclasses of never worked, did not last long enough, squeeze tube -open pouch, and too cool. This document will summarize this well-known defect, root cause, identified action items and a process to evaluate incoming complaints of this nature in order to determine the degree of investigation and provide justification when no investigation is needed. Severity of this defect aligns with s1- inconvenient, annoying but no harm. Pouch sealing investigations and root cause: in 2013 a complaint trend was opened for the pouch seal defect (major attribute tested to an aql of 1.5). The trend directly correlates with the implementation of ultrasonic heat seal technology (replace heat seal technology). Since 2013 complaints for this defect have continued to increase at the site. Complaint investigations for pouch sealing are well characterized due to the number of investigations completed over the years. Pti (pack technology and inspection) is the name of the equipment used to determine the presence of leaks in thermacare heat wrap pouches. Pouches are placed in a test chamber and a known vacuum is applied. The resulting pressure loss is compared to a reference pressure. The changes in absolute and differential vacuum values correlate to the presence of leaks and defects within the pouch. If the differential pressure loss is higher than the reference pressure, the pouch fails. During production, leak detection testing is performed on pouches to an aql of 1.5. The sealed pouches are taken directly from the line. The ppm leak defect rate is a calculation of the number of leaks in relation to the number of the pti samples tested and historically is around the value of 2000 ppm (lower than the release specification of aql 1.5). At time of release each batch is evaluated for number of pti tests completed and number of pti tested failed to ensure the release criteria of aql 1.5 is met. Any batch not meeting the release criteria will not be released and will be investigated accordingly following site procedures. Root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. Heat seal technology offers a more ¿forgiving¿ process to accommodate some of these variations and still achieve a hermetic seal, critical to the functionality and longevity of the thermacare product. CAPA: the (name)consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross direction of the film/pouch to achieve a more consistent hermetic seal through the manufacturing runs with the added benefits of easier set up and operation. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to ¿open pouch¿ and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release. The severity of pouch leaks is s1 - no harm to customer. Complaints related to pouch seal have been thoroughly investigated and root cause is well understood. Leak rate for the current technology is about 2000 ppm. CAPA is in-place to replace the ultrasonic sealers with heat seal technology. This document will be attached to the complaint record in the global database and closed with no further action taken. Summary for drug safety unit (dsu): the root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer.

Event description:
Event verbatim [preferred term] some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual) lot #af0351, expiration date 2021, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated "I have thermacare heat wraps and this is the menstrual pain therapy version. So, I had noticed there was some recall I think on this product once before so, I saved the records, because there is a little bit of issue I have got, if I can still use it, but some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount, but I have noticed it on two or may be three of them ones that I purchased." It was also provided that photos received. Photos show: two photos of a wrap, wrap shows a small black spot on the edge of the wrap, on the body side. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp. The site investigation is in process. Sample evaluation: forthcoming. Severity rank: s3. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow up (15may2019): new information received from product quality complaints includes: product data (lot number and expiration date) and additional event description. Company clinical evaluation comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed as a product quality defect). The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A trend for the subclass of adverse event safety request for investigation with product type of menstural products was not identified. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. No further investigation or actions are needed.

Event description:
Event verbatim [preferred term] some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual) lot #af0351, expiration date (B)(6) 2021, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated "I have thermacare heat wraps and this is the menstrual pain therapy version. So, I had noticed there was some recall I think on this product once before so, I saved the records, because there is a little bit of issue I have got, if I can still use it, but some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount, but I have noticed it on two or may be three of them ones that I purchased." It was also provided that photos received. Photos show: two photos of a wrap, wrap shows a small black spot on the edge of the wrap, on the body side. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp. The site investigation is in process. Sample evaluation: forthcoming. Severity rank: s3. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed as a product quality defect). The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A trend for the subclass of adverse event safety request for investigation with product type of menstural products was not identified. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. No further investigation or actions are needed. Follow up ((B)(6) 2019): new information received from product quality complaints includes: product data (lot number and expiration date) and additional event description. Follow-up ((B)(6) 2019): new information received from the product quality complaint group includes investigational results and device data (expiration date). Company clinical evaluation comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Subclass: adverse event safety request for investigation: investigation summary: the root cause category is non assignable (complaint not confirmed as a product quality defect). The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A trend for the subclass of adverse event safety request for investigation with product type of menstural products was not identified. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. No further investigation or actions are needed. Subclass: cells damaged/leaking; investigation summary: the root cause category is non-assignable (complaint not confirmed). This complaint was not confirmed as a cell damaged/leaking occurrence. The return wrap has not been received at the site for evaluation. Consumer reports "charcoal escaped from cell." The photos attached to complaint record do not show leaking cells.the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn-per rpt-38832 hazard analysis thermacare heat wrap product: 8 and 12 hour.process related: no; complaint confirmed: no; design related: no. Notify safety: yes. Subcl.

Event description:
Event verbatim [preferred term] some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount [device leakage] , case narrative:this is a spontaneous report from a contactable consumer (patient). A female patient of unspecified age started to receive thermacare heatwrap (thermacare menstrual) lot #af0351, expiration date sep2021, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she had noticed there was some recall she thought on this product once before so, she saved the records, because there was a little bit of issue she has got, if she can still use it, but some of that charcoal has escaped the cells, where it was supposed to be intact and there was a possibility it could touch your skin, just a very small amount, but she has noticed it on two or may be three of them ones that she purchased. Photos were received and showed: two photos of a wrap, wrap shows a small black spot on the edge of the wrap, on the body side. The patient also stated she recently opened a new box of thermacare and some wraps in the box did not heat up at all. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: subclass: adverse event safety request for investigation: investigation summary: the root cause category is non assignable (complaint not confirmed as a product quality defect). The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A trend for the subclass of adverse event safety request for investigation with product type of menstural products was not identified. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. No further investigation or actions are needed. Subclass: cells damaged/leaking; investigation summary: the root cause category is non-assignable (complaint not confirmed). This complaint was not confirmed as a cell damaged/leaking occurrence. The return wrap has not been received at the site for evaluation. Consumer reports "charcoal escaped from cell." The photos attached to complaint record do not show leaking cells.the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn-per rpt-38832 hazard analysis thermacare heat wrap product: 8 and 12 hour. Process related: no; complaint confirmed: no; design related: no.notify safety: yes. Subclass: wrap/patch/pad never worked/unusable/can not be reused. Evaluation of complaints related to open pouches introduction: thermacare heat wraps are premium topical heat therapy products. They function by producing a long lasting therapeutic heat through the controlled oxidation of iron. Primary packaging sealing stops the oxidation process until the consumer opens the wrapped product. The heat wrapped are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The albany site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document is to summarize customer complaint investigations where the pouch seal (primary packaging) of a thermacare wrap does not seal properly. When the pouch seal is not integral oxygen will enter the pouch and allow the iron oxidation reaction to proceed through completion. Once the reaction is complete the wrap will no longer produce heat. When the wrap is opened by a customer for use no heat will be generated. Consumer complaints of this type come back for evaluation in the subclasses of never worked, did not last long enough, squeeze tube -open pouch, and too cool. This document will summarize this well-known defect, root cause, identified action items and a process to evaluate incoming complaints of this nature in order to determine the degree of investigation and provide justification when no investigation is needed. Severity of this defect aligns with s1- inconvenient, annoying but no harm. Pouch sealing investigations and root cause: in 2013 a complaint trend was opened for the pouch seal defect (major attribute tested to an aql of 1.5). The trend directly correlates with the implementation of ultrasonic heat seal technology (replace heat seal technology). Since 2013 complaints for this defect have continued to increase at the site. Complaint investigations for pouch sealing are well characterized due to the number of investigations completed over the years. Pti (pack technology and inspection) is the name of the equipment used to determine the presence of leaks in thermacare heat wrap pouches. Pouches are placed in a test chamber and a known vacuum is applied. The resulting pressure loss is compared to a reference pressure. The changes in absolute and differential vacuum values correlate to the presence of leaks and defects within the pouch. If the differential pressure loss is higher than the reference pressure, the pouch fails. During production, leak detection testing is performed on pouches to an aql of 1.5. The sealed pouches are taken directly from the line. The ppm leak defect rate is a calculation of the number of leaks in relation to the number of the pti samples tested and historically is around the value of 2000 ppm (lower than the release specification of aql 1.5). At time of release each batch is evaluated for number of pti tests completed and number of pti tested failed to ensure the release criteria of aql 1.5 is met. Any batch not meeting the release criteria will not be released and will be investigated accordingly following site procedures. Root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. Heat seal technology offers a more "forgiving" process to accommodate some of these variations and still achieve a hermetic seal, critical to the functionality and longevity of the thermacare product. CAPA: the (name)consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross direction of the film/pouch to achieve a more consistent hermetic seal through the manufacturing runs with the added benefits of easier set up and operation. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to "open pouch" and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release. The severity of pouch leaks is s1 - no harm to customer. Complaints related to pouch seal have been thoroughly investigated and root cause is well understood. Leak rate for the current technology is about 2000 ppm. CAPA is in-place to replace the ultrasonic sealers with heat seal technology. This document will be attached to the complaint record in the global database and closed with no further action taken. Summary for drug safety unit (dsu): the root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. According to product quality complaint group, a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient stated there was charcoal substance/black spots on the pouch indicating heat cell leakage. No serious harm or burn injury was reported. Review of complaint description concludes there is a device malfunction. Follow up (15may2019): new information received from product quality complaints includes: product data (lot number and expiration date) and additional event description. Follow-up (30may2019): new information received from the product quality complaint group includes investigational results and device data (expiration date). Follow-up (12jun2019): new information received from the product quality complaint group includes: patient age, additional investigational results and product complaint. Follow-up (02jul2019): new information received from a product quality complaint group includes: updated expiration date. Follow-up (22jul2019): follow-up attempts are completed. No further information is expected. Follow-up (08aug2019): this is a follow-up report received from the product quality complaint group includes investigational results and updated expiration date. Follow-up attempts are completed. No further information is expected. Follow-up (07nov2019): new information received from a product quality complaint group includes: malfunction assessment. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Subclass: adverse event safety request for investigation: investigation summary: the root cause category is non assignable (complaint not confirmed as a product quality defect). The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A trend for the subclass of adverse event safety request for investigation with product type of menstural products was not identified. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. No further investigation or actions are needed. Subclass: cells damaged/leaking; investigation summary: the root cause category is non-assignable (complaint not confirmed). This complaint was not confirmed as a cell damaged/leaking occurrence. The return wrap has not been received at the site for evaluation. Consumer reports "charcoal escaped from cell." The photos attached to complaint record do not show leaking cells. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn-per rpt-38832 hazard analysis thermacare heat wrap product: 8 and 12 hour. Process related: no; complaint confirmed: no; design related: no. Notify safety: yes. Subcl.

Event description:
Some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of unspecified age started to receive thermacare heatwrap (thermacare menstrual) lot#: af0351, expiration date: sep2021, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she had noticed there was some recall she thought on this product once before so, she saved the records, because there was a little bit of issue she has got, if she can still use it, but some of that charcoal has escaped the cells, where it was supposed to be intact and there was a possibility it could touch your skin, just a very small amount, but she has noticed it on two or may be three of them ones that she purchased. Photos were received and showed: two photos of a wrap, wrap shows a small black spot on the edge of the wrap, on the body side. The patient also stated she recently opened a new box of thermacare and some wraps in the box did not heat up at all. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: subclass: adverse event safety request for investigation: investigation summary: the root cause category is non assignable (complaint not confirmed as a product quality defect). The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A trend for the subclass of adverse event safety request for investigation with product type of menstural products was not identified. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. No further investigation or actions are needed. Subclass: cells damaged/leaking; investigation summary: the root cause category is non-assignable (complaint not confirmed). This complaint was not confirmed as a cell damaged/leaking occurrence. The return wrap has not been received at the site for evaluation. Consumer reports "charcoal escaped from cell." The photos attached to complaint record do not show leaking cells. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn-per rpt-38832 hazard analysis thermacare heat wrap product: 8 and 12 hour. Process related: no; complaint confirmed: no; design related: no. Notify safety: yes. Subclass: wrap/patch/pad never worked/unusable/can not be reused. Evaluation of complaints related to open pouches introduction: thermacare heat wraps are premium topical heat therapy products. They function by producing a long lasting therapeutic heat through the controlled oxidation of iron. Primary packaging sealing stops the oxidation process until the consumer opens the wrapped product. The heat wrapped are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The albany site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document is to summarize customer complaint investigations where the pouch seal (primary packaging) of a thermacare wrap does not seal properly. When the pouch seal is not integral oxygen will enter the pouch and allow the iron oxidation reaction to proceed through completion. Once the reaction is complete the wrap will no longer produce heat. When the wrap is opened by a customer for use no heat will be generated. Consumer complaints of this type come back for evaluation in the subclasses of never worked, did not last long enough, squeeze tube -open pouch, and too cool. This document will summarize this well-known defect, root cause, identified action items and a process to evaluate incoming complaints of this nature in order to determine the degree of investigation and provide justification when no investigation is needed. Severity of this defect aligns with s1- inconvenient, annoying but no harm. Pouch sealing investigations and root cause: in 2013 a complaint trend was opened for the pouch seal defect (major attribute tested to an aql of 1.5). The trend directly correlates with the implementation of ultrasonic heat seal technology (replace heat seal technology). Since 2013 complaints for this defect have continued to increase at the site. Complaint investigations for pouch sealing are well characterized due to the number of investigations completed over the years. Pti (pack technology and inspection) is the name of the equipment used to determine the presence of leaks in thermacare heat wrap pouches. Pouches are placed in a test chamber and a known vacuum is applied. The resulting pressure loss is compared to a reference pressure. The changes in absolute and differential vacuum values correlate to the presence of leaks and defects within the pouch. If the differential pressure loss is higher than the reference pressure, the pouch fails. During production, leak detection testing is performed on pouches to an aql of 1.5. The sealed pouches are taken directly from the line. The ppm leak defect rate is a calculation of the number of leaks in relation to the number of the pti samples tested and historically is around the value of 2000 ppm (lower than the release specification of aql 1.5). At time of release each batch is evaluated for number of pti tests completed and number of pti tested failed to ensure the release criteria of aql 1.5 is met. Any batch not meeting the release criteria will not be released and will be investigated accordingly following site procedures. Root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. Heat seal technology offers a more "forgiving" process to accommodate some of these variations and still achieve a hermetic seal, critical to the functionality and longevity of the thermacare product. CAPA: the (name)consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross direction of the film/pouch to achieve a more consistent hermetic seal through the manufacturing runs with the added benefits of easier set up and operation. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to "open pouch" and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release. The severity of pouch leaks is s1 - no harm to customer. Complaints related to pouch seal have been thoroughly investigated and root cause is well understood. Leak rate for the current technology is about 2000 ppm. CAPA is in-place to replace the ultrasonic sealers with heat seal technology. This document will be attached to the complaint record in the global database and closed with no further action taken. Summary for drug safety unit (dsu): the root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. Follow up (15may2019): new information received from product quality complaints includes: product data (lot number and expiration date) and additional event description. Follow-up (30may2019): new information received from the product quality complaint group includes investigational results and device data (expiration date). Follow-up (12jun2019): new information received from the product quality complaint group includes: patient age, additional investigational results and product complaint. Follow-up (02jul2019): new information received from a product quality complaint group includes: updated expiration date. Follow-up (22jul2019): follow-up attempts are completed. No further information is expected. Follow-up (08aug2019): this is a follow-up report received from the product quality complaint group includes investigational results and updated expiration date. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the report of "some of that charcoal has escaped the cells, where it is supposed to be intact and there is a possibility it could touch your skin, just a very small amount" (pt device leakage) was identified prior to use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.